Event description:
It was reported that the pump exhibited error 735/705. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The service history review had no indication that the complaint was related to a service of the device within the review period.